Event description:
I received 2 coolsculpting treatments from ideal image in 2019 and was not made aware of the adverse side effects that could be caused. The side effect in question is paradoxical adipose hyperplasia, also known as pah, and I developed this side effect after treatment. Since I was not made aware of what this even was and it can easily be masked as weight gain, it took me until spring of this year (2025) to catch it. When I called ideal image in (B)(6) (the treating clinic) they said the obvious pah developed on my stomach ¿doesn¿t usually look like that¿ even though it is a classic case of pah, and refused to help me. They claimed that I would need to get imaging done which is not how diagnosis works and shewed me off. I had a board-certified plastic surgeon confirm this was consistent with pah, and I will require surgery in order to remove this rock-hard bulge that does not go away with diet and exercise. This side effect was well known in 2019, yet they did not inform me of the risk that came with this machine. Since doing my research, I have discovered that pah is only ever developed with coolsculpting, and it is not rare as they say. More patients who undergo coolsculpting come out with complications like pah and even frost bite from these procedures, but the company pays them off to keep quiet while they continue to permanently deform their customers. While I understand that the issue I am dealing with from ideal image, such as being ignored and not having them take responsibility for their wrongdoing is more than likely out of your hands, I do feel it is necessary to report ideal image¿s use of the coolsculpting device, as well as the coolsculpting devices in general, to ensure the safety of any other customer who is deceived by these corrupt practices. Thank you so much. I have attached my consent form as well as before and after images. I will also attach the consult notes from a 3rd party board certified plastic surgeon who said this was consistent with pah once a receive a response, as the file is too large to be attached with what has already been uploaded.

Event description:
Additional information received on 07/09/2026 for report mw5175301 to add new information. It is with great frustration, concerned and despair that I send over this report, as this company and the clinic I was deceived by left me without any formal education on a side effect known as paradoxical adipose hyperplasia, before the treatment and after, and the clinic and parent company of this treatment left me without any avenue to receive compensation for treatment of the lifelong deformity that will be sitting on my body, growing bigger and bigger without my control, until it¿s cut out of my body which will cost me upwards of $70k. My story is below, and I have a full document with cold hard evidence with recordings and documentation showing how (B)(6) worked tirelessly for months to sabotage any path at recovery I had to simply just compensate me for the treatment required to fix this, and how the parent company allergan/abbvie denied my claim to receive compensation even though pah was present and I was never told about this side effect, which is why I wasn¿t able to make a claim until years after treatment. In 2019 (B)(6) sold me a treatment called coolsculpting by zeltiq/allergan/abbvie. I was told it was a non-invasive and painless solution to liposuction, and that it had really great results. It was supposed to freeze my fat away in my ¿problem¿ areas and leave me with a flat stomach. After hearing this I did some research before signing to make sure this really was safe. I did not see a single bad review, so I figured it worked. Keep in mind I searched long and hard online and did not see a single thing regarding paradoxical adipose hyperplasia, and I wasn¿t warned by (B)(6) either. However, the procedure ended up being really painful, especially during the lymphatic massage. I was white knuckling the beds handles due to how excruciating it was. It wasn¿t until I was on the bed that they told me it would be painful. I was young and naive so I didn¿t complain, I thought it was my fault. Fast forward to 2021 and I had gained a random 80lbs. Again - I thought this was my fault so I didn¿t think anything of it cause I didn¿t know. I did notice my stomach was really hard and protruding but again, I thought it was weight gain and had never heard of pah so I had no clue what I was dealing with. In 2024 after a weight loss journey I noticed everything but my core slimming down. It was hard as a rock and threw me off balance a lot. I couldn¿t suck it in, I couldn¿t lay on my stomach, I couldn¿t do certain workouts without being in pain or losing my balance and falling over, and I definitely struggled with my image because it made me look like a round pumpkin in my mid section. I went down a rabbit hole trying to figure out what it was, and I was coming up short handed. Until 2025 when a video about paradoxical adipose hyperplasia, something that only develops with cryolipolisis (most commonly with coolsculpting) came onto my for you page. This answered a lot of questions so I called (B)(6) and scheduled a meeting to let them know and get compensation for the damage they caused. It¿s important to mention what pah is. Pah is when the fat cells they claim to freeze off with this machine end up freezing into the shape of the applicator (permanently) aggressively expanding the fat cells. These cells grow into a hardened mass that you cannot remove with diet or exercise. They say you have to get it lipo¿d, however they do not mention that you have to get it specifically vaser lipo¿d, but even that does not get rid of it fully. It does grow back for life unless you get it excised out. More important details on this later. In the consultation I had 3 (B)(6) employees completely gaslight and victim blame me, refuse me a medical doctor for proper diagnosis after telling me that they don¿t think it¿s pah but can¿t know for sure, and then tell me I¿d need to go get imaging done to make sure which would have cost upwards of $1,000 out of pocket as I don¿t have insurance. They also told me ¿but even if it is pah there is nothing they¿d be able to do to help you since you waited so long to tell us¿ even though I made them very aware that I was never warned of this complication so I had no clue what I was even dealing with. They said they¿d send my case file over to coolsculpting to file a claim and if I remember correctly they then backtracked and said they¿d send it to the coolsculpting educator to see if it¿s pah, then I received a call the next day being told that it wasn¿t pah and they would not submit a claim for the treatment. They left me without any education and a lot of wrong answers, forcing me to do my own research for the next 3 months to figure out what to do. I originally called a lot of other doctor led med spas in (B)(6) to get information on how they can give me imaging to get it diagnosed. I was met with a lot of hesitation and offices not wanting to give me information or get involved because they have seen the devastating aftermath of coolsculpting in their days and didn¿t want to get involved, but I also had some people tell me imaging is not how to get it diagnosed and that pah is only diagnosed through someone looking at it and then determining it by the distinct shape and feel, but since it just looks like regular fat on the imaging it never really shows up. After posting in a reddit group, someone let me know that what they did was all wrong and not following medical in-house protocol for diagnosing pah, and that I could reach out to abbvie myself. So, I did, which is where I discovered that the techs at (B)(6) were in fact able to give me a diagnosis. I was able to get in with 2 third party board certified surgeons who were very knowledgeable at pah removal and understanding pah, 1 in (B)(6) and 1 in (B)(6), who both took 1 look and confirmed this was a classic case of suspect pah (the only diagnosis verbiage we have and that is acceptable to the parent company in charge of claims and payouts). (B)(6) spent months denying the obvious lifelong mass on my core that they put on me. They hid my documents, including the service contract that was apparently missing and not even in existence until the end of (B)(6)- however im still not convinced it¿s even my signature or something I signed because when it was finally sent to me, it was an e signature in literal disney theme park font, and the arbitrary agreement was contained in a link that took me to a 404 not found page. It also had a very vague mention of pah and said that ¿pah may or may not occur, and it is unlikely it will go away on its own¿. At this time (2019) they knew that pah was absolutely not going to be removed without surgical intervention, not an ¿unlikely¿, it was a confirmed actually. They also knew that pah would require vaser lipo, not regular lipo, and they knew pah would grow back the rest of your life requiring liposuction maintenance unless it was cut out of your body. But even then, it¿s not something you can always cut all the way out which does mean the spots remaining will continue to expand, creating hard and painful lumps and bulges for life. Even if I did sign that contract, I was highly misinformed from the very beginning. We were able to take them to arbitration, however because (B)(6) filed an insolvency and did not call their attorney back or pay the legal fees, it was rejected by the aaa leaving me without any compensation. And the abbvie team, even if the info I submitted was enough for them ((B)(6) and beyond collective sabotaged that one, and after I reopened the case last night due to all of this falling apart and leaving me hopeless and without treatment options, they still denied me because I didn¿t report it within the first year of treatment, but how was I supposed to do that when I was not properly informed?) They still wouldn¿t have given me the proper amount required to treat this because now they only offer up to $7500 per area if you file the claim within 1 year of your treatment date. This is a slap in the face considering this company is chronically known to under report the numbers of pah cases to say that it¿s ¿really rare¿ while paying out pah victims and forcing them to sign ndas waiving their right to sue, and then not telling them that they actually will need more than 1 surgeries and that it has to be vaser lipo to even do anything substantial. These surgeries to deal with it properly usually start at $20k just for the 1 round of lipo. I was quoted $63k for all required surgeries needed. There is an entire community of victims just like me who are left with life long damages because of how misinformed they have been, but because they were desperate and not able to find the information they needed due to the amount of under reporting and under informing from the companies and clinics, they signed the waivers so they could just be done with the nightmare that was left on our bodies, not knowing until it¿s too late that it wouldn¿t be enough and they were told to take the wrong route by the very people forcing them into an nda, so no one has been able to properly win in court. The clinic called (B)(6), who originally force fed me this mess, has closed its doors but sold their company, their equipment and all their staff over to new names. The clinic and staff members who were complicit in medical negligence, hiding documentation and harming patients then denying harm and not reporting properly are still working under the very same roof, with the very same equipment, just under the name (B)(6). Due to the lack of proper laws to support medical negligence victims in (B)(6), and this clinic actively choosing to use those laws to silence me and many others, I am now left with a lifelong bulge that will continue to grow and create issues on my body. I have no avenue for compensation other than to crowdfund, which is embarrassing. However, if I am unable to raise $70k+, I will be yet another victim silenced by the shady practices of zeltiq/allergan/abbvie, and the FDA will continue to remain complicit in allowing this company to continue doing maximum harm with minimal accountability, leaving more people with lifelong damage and without adequate compensation and resources for treatment. I¿d also like to mention that while we don¿t have studies to support that pah causes the body to gain weight not just in the area where the bulge is but all over, I am not the only pah victim who has reported a random major weight gain of 80 to 100lbs after receiving the treatment and developing pah. I have all the proof recorded.